Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils were trailing into the uterus and embedded into the tubes"), device breakage ("pieces were seen in the abdomen/removal multiple fragments of metal with loa"), post ablation tubal ligation syndrome ("post traumatic ligation syndrome/post-tubal ligation syndrome") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia),") in a 40-year-old female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was told the right was a little difficult", device malfunction "the coils had never been twisted and never opened up" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included retroverted uterus, menstrual migraine, grand multiparity, thermal ablation on (B)(6) 2011, uterine dilation and curettage on (B)(6) 2011 and smoker. Concurrent conditions included discomfort in joints, tendinitis, thyrotoxicosis, hyperthyroidism, thyroid nodular, gastritis, skeletal pain, endometriosis, allergy to metals, abdominal adhesions and arthritis. Concomitant products included ibuprofen for arthralgia as well as clonazepam (klonopin). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizzy all the time/dizzy spells"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), nausea ("nausea,"), urticaria ("rashes or skin conditions type: hives"), weight increased ("weight gain.") And myalgia ("muscles pain"). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced abdominal pain upper ("stomach pain") and dysmenorrhoea ("unbearable cramps during period/dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced dyspareunia ("pain with sex/dyspareunia (painful sexual intercourse),"), full blood count abnormal ("blood or heart disorder/condition type: abnormal blood work,& abnormal cbc") and palpitations ("palpations "). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2008, the patient experienced alopecia ("hair was all falling out/hair loss"), fatigue ("fatigued/fatigue"), eye disorder ("vision/eye problems type: floaters & white matter") and vitreous floaters ("vision/eye problems type: floaters & white matter"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced artificial menopause ("hormonal changes describe: surgical menopause"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), post ablation tubal ligation syndrome (seriousness criterion medically significant), asthenia ("no energy"), insomnia ("insomnia"), hypoaesthesia ("arms and legs went numb"), vitamin d deficiency ("vit d def"), breast tenderness ("breast tenderness"), chest pain ("chest pain"), irritable bowel syndrome ("irritable bowel/gastrointestinal or digestive system condition type: irritable bowel,"), dyspepsia ("heartburn"), urinary incontinence ("loss of bladder control"), loss of libido ("no sex drive"), feeling abnormal ("foggy"), complication of device removal ("pieces were seen in the abdomen"), inflammation ("1st surgery my inflammation when down then came back"), depression ("depression"), anxiety ("severe anxiety") and malaise ("always sick"). On an unknown date, the patient experienced tachycardia ("hr getting out of bed was 178/severe tachycardia all day"), menstrual disorder ("clots that looked like she was having a miscarriage"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, cyst ("cysts all over body"), amnesia ("memory loss"), paraesthesia ("brain shock (felt like someone was putting electricity into her brain)") and ovarian cyst ("cyst on left ovary"). The patient was treated with vitamin b, hormones nos, citalopram hydrobromide (celexa), rizatriptan (maxalt), surgery (partial hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2013), surgery (laparotomy (B)(6) 2014: rt oophorectomy/removal of cervical stump and removal of metal fragments) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device breakage, post ablation tubal ligation syndrome, menorrhagia, abdominal pain upper, alopecia, dizziness, fatigue, asthenia, insomnia, hypoaesthesia, vitamin d deficiency, breast tenderness, chest pain, dyspareunia, dysmenorrhoea, irritable bowel syndrome, dyspepsia, urinary incontinence, loss of libido, feeling abnormal, complication of device removal, dermatitis allergic, full blood count abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, palpitations, depression, artificial menopause, migraine, headache, nausea, urticaria, anxiety, weight increased, eye disorder, vitreous floaters, myalgia and malaise outcome was unknown, the tachycardia, menstrual disorder, fibromyalgia, cyst, amnesia, paraesthesia and ovarian cyst outcome was unknown, the vaginal haemorrhage had resolved and the inflammation and tooth disorder had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain upper, alopecia, amnesia, anxiety, artificial menopause, asthenia, bladder disorder, breast tenderness, chest pain, complication of device removal, cyst, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, full blood count abnormal, headache, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, loss of libido, malaise, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, paraesthesia, post ablation tubal ligation syndrome, tachycardia, tooth disorder, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency, vitreous floaters and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously and it was mentioned as vaginal bleeding and headaches worsened, headaches from once a month to 2 times a week. Joint pain worsened. (B)(6) 2007, findings: five coils on the right and five coils on the left placed without incident. The patient tolerated the procedure well. (B)(6) 2007 she was told the right coil was a little difficult. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "embedded device, pelvic pain, fibromyalgia, device breakage, palpitations, inflammation." Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received event " always sick" was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces were seen in the abdomen/removal multiple fragments of metal with loa'), embedded device ('coils were trailing into the uterus and embedded into the tubes'), perforation ('perforation'), menorrhagia ('abnormal bleeding (vaginal/menorrhagia),'), post ablation tubal sterilisation syndrome ('post traumatic ligation syndrome/post-tubal ligation syndrome'), endometriosis ('endometriosis') and adhesion ('adhesion') in a 40-year-old female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test", device malfunction "the coils had never been twisted and never opened up" and device difficult to use "was told the right was a little difficult". The patient's medical history included thermal ablation on (B)(6) 2011, uterine dilation and curettage on (B)(6) 2011, menstrual migraine, grand multiparity, smoker, vaginal bleeding, headache, joint pain, depression and anxiety. (B)(6) 2013: ultrasound - post traumatic ligation syndrome / cyst on left ovary / coils were embedded into the tubes. Borderline low tsh levels, but normal free t4. Heart rate goes up to 150-160, never below 100. She had a celiac biopsy done in the upper endoscopy, which was negative. (B)(6) 2013, surgical pathology report: procedure: lsh; bilateral salpingectomy; excision left cyst wall preoperative diagnosis: post ablation syndrome final diagnosis: a. Uterus with both tubes and left ovary: myometrium with no specific pathological changes. Ovary with corpus luteum. Fallopian tubes with no specific pathological changes. B, left ovarian cyst wall: benign ovarian cyst with flat and cuboidal epithelial lining. Gross description: the specimen is received unfixed in two parts. Part a is labeled uterus with both tubes and left ovary. It consists of several tubular and irregular pieces of uterine tissue intermixed with ovarian tissue and fallopian tubes resected via morcellator equipment, 9.0 x 6.5 x 2.2 cm. Present within the tuba) stumps are synthetic cord material partially wrapped with silver metal wiring. The entire specimen weighs 38.8 grams. The ovary is 4.7 x 2.0 x 1.6 cm. The cut surfaces contain convoluted nodules. At one pole is a hemorrhagic cyst, 2.3 cm. Representative sections are submitted in five cassettes labeled al through a5. Part b is labeled left ovarian cyst wall. It consists of partially dried, pliable, semi-translucent piece of membranous tissue, 1.0 x 0.3 x 0.1 cm, totally submitted in one cassette labeled b. A CT scan and MRI has shown some fragments of metal in the pelvic area, which may be cause of inflammation. Cystoscopy: bladder looked perfectly normal and the ureteral orifices were in the proper place. She was found to have multiple fragments of essure coil via mris and/or CT scan. Concurrent conditions included retroverted uterus, discomfort in joints, tendinitis, thyrotoxicosis, hyperthyroidism, thyroid nodular, gastritis, skeletal pain, endometriosis, allergy to metals, abdominal adhesions, arthritis and intervertebral disc bulging. Concomitant products included ibuprofen for arthralgia as well as clonazepam (klonopin), oral contraceptive nos and salbutamol (albuterol). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes,"). On (B)(6) 2007, the patient experienced abdominal pain upper ("stomach pain") and dysmenorrhoea ("unbearable cramps during period/dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with sex/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), palpitations ("palpations") and urticaria ("rashes or skin conditions type: hives") and was found to have full blood count abnormal ("blood or heart disorder/condition type: abnormal blood work,& abnormal cbc"). In (B)(6) 2007, the patient experienced dizziness ("dizzy all the time/dizzy spells"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,") and myalgia ("muscles pain") and was found to have weight increased ("weight gain."). In (B)(6) 2008, the patient experienced irritable bowel syndrome ("irritable bowel/gastrointestinal or digestive system condition type: irritable bowel,"). In 2008, the patient experienced alopecia ("hair was all falling out/hair loss"), fatigue ("fatigued/fatigue"), depression ("depression"), anxiety ("severe anxiety"), eye disorder ("vision/eye problems type: floaters & white matter") and vitreous floaters ("vision/eye problems type: floaters & white matter"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced artificial menopause ("hormonal changes describe: surgical menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), post ablation tubal sterilisation syndrome (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), asthenia ("no energy"), insomnia ("insomnia"), hypoaesthesia ("arms and legs went numb"), vitamin d deficiency ("vit d def"), breast tenderness ("breast tenderness"), chest pain ("chest pain"), dyspepsia ("heartburn"), urinary incontinence ("loss of bladder control"), loss of libido ("no sex drive"), cyst ("cysts all over body"), feeling abnormal ("foggy"), complication of device removal ("pieces were seen in the abdomen"), inflammation ("1st surgery my inflammation when down then came back") and malaise ("always sick") and experienced tachycardia ("hr getting out of bed was 178/severe tachycardia all day"), menstrual disorder ("clots that looked like she was having a miscarriage"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, amnesia ("memory loss"), paraesthesia ("brain shock (felt like someone was putting electricity into her brain)") and ovarian cyst ("cyst on left ovary"). The patient was treated with hormones, rizatriptan benzoate (maxalt), vitamin b complex (vitamin b), , surgery (laparoscopic excision of endometriosis, lysis of adhesion, ablation- (B)(6) 2011, laparotomy (B)(6) 2014: rt oophorectomy/removal of cervical stump and removal of metal fragments and partial hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2013), cream and meds, got crown and still need deep scale cleaning and . Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, perforation, menorrhagia, post ablation tubal sterilisation syndrome, endometriosis, adhesion, abdominal pain upper, alopecia, dizziness, fatigue, asthenia, insomnia, hypoaesthesia, vitamin d deficiency, breast tenderness, chest pain, dyspareunia, dysmenorrhoea, irritable bowel syndrome, dyspepsia, urinary incontinence, loss of libido, cyst, feeling abnormal, complication of device removal, dermatitis allergic, full blood count abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, artificial menopause, headache, nausea, urticaria, anxiety, weight increased, myalgia and malaise outcome was unknown, the tachycardia, menstrual disorder, fibromyalgia, amnesia, paraesthesia and ovarian cyst outcome was unknown, the vaginal haemorrhage and palpitations had resolved, the inflammation and tooth disorder had not resolved and the migraine, eye disorder and vitreous floaters was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain upper, adhesion, alopecia, amnesia, anxiety, artificial menopause, asthenia, bladder disorder, breast tenderness, chest pain, complication of device removal, cyst, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, endometriosis, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, full blood count abnormal, headache, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, loss of libido, malaise, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, paraesthesia, perforation, post ablation tubal sterilisation syndrome, tachycardia, tooth disorder, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency, vitreous floaters and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously and it was mentioned as vaginal bleeding and headaches worsened, headaches from once a month to 2 times a week. Joint pain worsened. (B)(6) 2007, findings: five coils on the right and five coils on the left placed without incident. The patient tolerated the procedure well. (B)(6) 2007 she was told the right coil was a little difficult. Discrepancy noted insertion date between two pfs ((B)(6) 2007 , (B)(6) 2007). Endometriosis was thought to be found however pathology said no endometriosis. Essure removal date discrepancy: (B)(6) 2013 and (B)(6) 2014. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "embedded device, pelvic pain, fibromyalgia, device breakage, palpitations, inflammation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: event perforation added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces were seen in the abdomen/removal multiple fragments of metal with loa'), embedded device ('coils were trailing into the uterus and embedded into the tubes'), perforation ('perforation'), menorrhagia ('abnormal bleeding (vaginal/menorrhagia),'), post ablation tubal sterilisation syndrome ('post traumatic ligation syndrome/post-tubal ligation syndrome'), endometriosis ('endometriosis') and adhesion ('adhesion') in a (B)(6) female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test", device malfunction "the coils had never been twisted and never opened up" and device difficult to use "was told the right was a little difficult". The patient's medical history included thermal ablation on (B)(6) 2011, uterine dilation and curettage on (B)(6) 2011, menstrual migraine, grand multiparity, smoker, vaginal bleeding, headache, joint pain, depression and anxiety. (B)(6) 2013: ultrasound - post traumatic ligation syndrome / cyst on left ovary / coils were embedded into the tubes. Borderline low tsh levels, but normal free t4. Heart rate goes up to 150-160, never below 100. She had a celiac biopsy done in the upper endoscopy, which was negative. (B)(6) 2013, surgical pathology report: procedure: lsh; bilateral salpingectomy; excision left cyst wall preoperative diagnosis: post ablation syndrome. Final diagnosis: uterus with both tubes and left ovary: myometrium with no specific pathological changes. Ovary with corpus luteum. Fallopian tubes with no specific pathological changes. Left ovarian cyst wall: benign ovarian cyst with flat and cuboidal epithelial lining. Gross description: the specimen is received unfixed in two parts. Part a is labeled uterus with both tubes and left ovary. It consists of several tubular and irregular pieces of uterine tissue intermixed with ovarian tissue and fallopian tubes resected via morcellator equipment, 9.0 x 6.5 x 2.2 cm. Present within the tuba) stumps are synthetic cord material partially wrapped with silver metal wiring. The entire specimen weighs 38.8 grams. The ovary is 4.7 x 2.0 x 1.6 cm. The cut surfaces contain convoluted nodules. At one pole is a hemorrhagic cyst, 2.3 cm. Representative sections are submitted in five cassettes labeled al through a5. Part b is labeled left ovarian cyst wall. It consists of partially dried, pliable, semi-translucent piece of membranous tissue, 1.0 x 0.3 x 0.1 cm, totally submitted in one cassette labeled b. A CT scan and MRI has shown some fragments of metal in the pelvic area, which may be cause of inflammation. Cystoscopy: bladder looked perfectly normal and the ureteral orifices were in the proper place. She was found to have multiple fragments of essure coil via mris and/or CT scan. Concurrent conditions included retroverted uterus, discomfort in joints, tendinitis, thyrotoxicosis, hyperthyroidism, thyroid nodular, gastritis, skeletal pain, endometriosis, allergy to metals, abdominal adhesions, arthritis and intervertebral disc bulging. Concomitant products included ibuprofen for arthralgia as well as clonazepam (klonopin), oral contraceptive nos and salbutamol (albuterol). On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes,"). On (B)(6) 2007, the patient experienced abdominal pain upper ("stomach pain") and dysmenorrhoea ("unbearable cramps during period/dysmenorrhea (cramping),"). Inin (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with sex/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), palpitations ("palpations") and urticaria ("rashes or skin conditions type: hives") and was found to have full blood count abnormal ("blood or heart disorder/condition type: abnormal blood work,& abnormal cbc"). In (B)(6) 2007, the patient experienced dizziness ("dizzy all the time/dizzy spells"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,") and myalgia ("muscles pain") and was found to have weight increased ("weight gain."). In (B)(6) 2008, the patient experienced irritable bowel syndrome ("irritable bowel/gastrointestinal or digestive system condition type: irritable bowel,"). In 2008, the patient experienced alopecia ("hair was all falling out/hair loss"), fatigue ("fatigued/fatigue"), depression ("depression"), anxiety ("severe anxiety"), eye disorder ("vision/eye problems type: floaters & white matter") and vitreous floaters ("vision/eye problems type: floaters & white matter"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced artificial menopause ("hormonal changes describe: surgical menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), post ablation tubal sterilisation syndrome (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), asthenia ("no energy"), insomnia ("insomnia"), hypoaesthesia ("arms and legs went numb"), vitamin d deficiency ("vit d def"), breast tenderness ("breast tenderness"), chest pain ("chest pain"), dyspepsia ("heartburn"), urinary incontinence ("loss of bladder control"), loss of libido ("no sex drive"), cyst ("cysts all over body"), feeling abnormal ("foggy"), complication of device removal ("pieces were seen in the abdomen"), inflammation ("1st surgery my inflammation when down then came back") and malaise ("always sick") and experienced tachycardia ("hr getting out of bed was 178/severe tachycardia all day"), menstrual disorder ("clots that looked like she was having a miscarriage"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, amnesia ("memory loss"), paraesthesia ("brain shock (felt like someone was putting electricity into her brain)") and ovarian cyst ("cyst on left ovary"). The patient was treated with hormones, rizatriptan benzoate (maxalt), vitamin b complex (vitamin b), , surgery (laparoscopic excision of endometriosis, lysis of adhesion, ablation-(B)(6) 2011, laparotomy (B)(6) 2014: rt oophorectomy/removal of cervical stump and removal of metal fragments and partial hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2013), cream and meds, got crown and still need deep scale cleaning and . Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, embedded device, perforation, menorrhagia, post ablation tubal sterilisation syndrome, endometriosis, adhesion, abdominal pain upper, alopecia, dizziness, fatigue, asthenia, insomnia, hypoaesthesia, vitamin d deficiency, breast tenderness, chest pain, dyspareunia, dysmenorrhoea, irritable bowel syndrome, dyspepsia, urinary incontinence, loss of libido, cyst, feeling abnormal, complication of device removal, dermatitis allergic, full blood count abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, artificial menopause, headache, nausea, urticaria, anxiety, weight increased, myalgia and malaise outcome was unknown, the tachycardia, menstrual disorder, fibromyalgia, amnesia, paraesthesia and ovarian cyst outcome was unknown, the vaginal haemorrhage and palpitations had resolved, the inflammation and tooth disorder had not resolved and the migraine, eye disorder and vitreous floaters was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain upper, adhesion, alopecia, amnesia, anxiety, artificial menopause, asthenia, bladder disorder, breast tenderness, chest pain, complication of device removal, cyst, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, endometriosis, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, full blood count abnormal, headache, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, loss of libido, malaise, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, paraesthesia, perforation, post ablation tubal sterilisation syndrome, tachycardia, tooth disorder, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency, vitreous floaters and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she claimed that essure worsened a previously and it was mentioned as vaginal bleeding and headaches worsened, headaches from once a month to 2 times a week. Joint pain worsened. (B)(6) 2007, findings: five coils on the right and five coils on the left placed without incident. The patient tolerated the procedure well. (B)(6) 2007 she was told the right coil was a little difficult. Discrepancy noted insertion date between two pfs ((B)(6) 2007, (B)(6) 2007) endometriosis was thought to be found however pathology said no endometriosis. Essure removal date discrepancy: (B)(6) 2013 and (B)(6) 2014. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "embedded device, pelvic pain, fibromyalgia, device breakage, palpitations, inflammation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils were trailing into the uterus and embedded into the tubes"), device breakage ("pieces were seen in the abdomen/removal multiple fragments of metal with loa"), post ablation tubal ligation syndrome ("post traumatic ligation syndrome/post-tubal ligation syndrome") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia),") in a 40-year-old female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test", device difficult to use "was told the right was a little difficult" and device malfunction "the coils had never been twisted and never opened up". The patient's past medical history included retroverted uterus, menstrual migraine, grand multiparity, thermal ablation on (B)(6) 2011, uterine dilation and curettage on (B)(6) 2011 and smoker. Concurrent conditions included discomfort in joints, tendinitis, thyrotoxicosis, hyperthyroidism, thyroid nodular, gastritis, skeletal pain, endometriosis, allergy to metals and abdominal adhesions. Concomitant products included ibuprofen for arthralgia as well as clonazepam (klonopin). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizzy all the time/dizzy spells"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), rash ("allergic or hypersensitivity reaction type: rashes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), nausea ("nausea,"), urticaria ("rashes or skin conditions type: hives"), weight increased ("weight gain.") And myalgia ("muscles pain"). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced abdominal pain upper ("stomach pain") and dysmenorrhoea ("unbearable cramps during period/dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced dyspareunia ("pain with sex/dyspareunia (painful sexual intercourse),"), full blood count abnormal ("blood or heart disorder/condition type: abnormal blood work & abnormal cbc") and palpitations ("palpations "). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2008, the patient experienced alopecia ("hair was all falling out/hair loss"), fatigue ("fatigued/fatigue"), eye disorder ("vision/eye problems type: floaters & white matter") and vitreous floaters ("vision/eye problems type: floaters & white matter"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced artificial menopause ("hormonal changes describe: surgical menopause"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), post ablation tubal ligation syndrome (seriousness criterion medically significant), asthenia ("no energy"), insomnia ("insomnia"), hypoaesthesia ("arms and legs went numb"), vitamin d deficiency ("vit d def"), breast tenderness ("breast tenderness"), chest pain ("chest pain"), irritable bowel syndrome ("irritable bowel/gastrointestinal or digestive system condition type: irritable bowel,"), dyspepsia ("heartburn"), urinary incontinence ("loss of bladder control"), loss of libido ("no sex drive"), feeling abnormal ("foggy"), complication of device removal ("pieces were seen in the abdomen"), inflammation ("1st surgery my inflammation when down then came back"), depression ("depression") and anxiety ("severe anxiety"). On an unknown date, the patient experienced tachycardia ("hr getting out of bed was 178/severe tachycardia all day"), menstrual disorder ("clots that looked like she was having a miscarriage"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, cyst ("cysts all over body"), amnesia ("memory loss"), paraesthesia ("brain shock (felt like someone was putting electricity into her brain)") and ovarian cyst ("cyst on left ovary"). The patient was treated with vitamin b, hormones nos, citalopram hydrobromide (celexa), rizatriptan (maxalt), surgery (partial hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2013), surgery (laparotomy (B)(6) 2014: rt oophorectomy/removal of cervical stump and removal of metal fragments) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device breakage, post ablation tubal ligation syndrome, menorrhagia, abdominal pain upper, alopecia, dizziness, fatigue, asthenia, insomnia, hypoaesthesia, vitamin d deficiency, breast tenderness, chest pain, dyspareunia, dysmenorrhoea, irritable bowel syndrome, dyspepsia, urinary incontinence, loss of libido, feeling abnormal, complication of device removal, rash, full blood count abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, palpitations, depression, artificial menopause, migraine, headache, nausea, urticaria, anxiety, weight increased, eye disorder, vitreous floaters and myalgia outcome was unknown, the tachycardia, menstrual disorder, fibromyalgia, cyst, amnesia, paraesthesia and ovarian cyst outcome was unknown, the vaginal haemorrhage had resolved and the inflammation and tooth disorder had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain upper, alopecia, amnesia, anxiety, artificial menopause, asthenia, bladder disorder, breast tenderness, chest pain, complication of device removal, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, full blood count abnormal, headache, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, loss of libido, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, paraesthesia, post ablation tubal ligation syndrome, rash, tachycardia, tooth disorder, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency, vitreous floaters and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously and it was mentioned as vaginal bleeding and headaches worsened, headaches from once a month to 2 times a week. Joint pain worsened. (B)(6) 2007, findings: five coils on the right and five coils on the left placed without incident. The patient tolerated the procedure well. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "embedded device, pelvic pain, fibromyalgia, device breakage, palpitations, inflammation." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Events added ablation, abnormal bleeding (vaginal/menorrhagia), allergic or hypersensitivity reaction type: rashes, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, blood or heart disorder/condition type: palpations & abnormal blood work, dental problems, hormonal changes describe: surgical menopause, hysterectomy (full), hysterectomy (partial), migraines / headaches, nausea, neurological conditions or problems type: dizzy spells, psychological or psychiatric problems condition: severe anxiety, depression, rashes or skin conditions type: hives, vision/eye problems type: floaters & white matter,weight gain/loss specify which one: weight gain, essure confirmation test : no. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils were trailing into the uterus and embedded into the tubes'), device breakage ('pieces were seen in the abdomen/removal multiple fragments of metal with loa'), menorrhagia ('abnormal bleeding (vaginal/menorrhagia),'), post ablation tubal sterilisation syndrome ('post traumatic ligation syndrome/post-tubal ligation syndrome'), endometriosis ('endometriosis') and adhesion ('adhesion') in a 40-year-old female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "the coils had never been twisted and never opened up", device monitoring procedure not performed "did not undergo an essure confirmation test" and device difficult to use "was told the right was a little difficult". The patient's medical history included thermal ablation on (B)(6) 2011, uterine dilation and curettage on (B)(6) 2011, menstrual migraine, grand multiparity, smoker, vaginal bleeding, headache, joint pain, depression and anxiety. Oct-2013: ultrasound - post traumatic ligation syndrome / cyst on left ovary / coils were embedded into the tubes. Borderline low tsh levels, but normal free t4. Heart rate goes up to 150-160, never below 100. She had a celiac biopsy done in the upper endoscopy, which was negative. (B)(6) 2013, surgical pathology report: procedure: lsh; bilateral salpingectomy; excision left cyst wall preoperative diagnosis: post ablation syndrome final diagnosis: a. Uterus with both tubes and left ovary: myometrium with no specific pathological changes. Ovary with corpus luteum. Fallopian tubes with no specific pathological changes. B, left ovarian cyst wall: benign ovarian cyst with flat and cuboidal epithelial lining. Gross description: the specimen is received unfixed in two parts. Part a is labeled uterus with both tubes and left ovary. It consists of several tubular and irregular pieces of uterine tissue intermixed with ovarian tissue and fallopian tubes resected via morcellator equipment, 9.0 x 6.5 x 2.2 cm. Present within the tuba) stumps are synthetic cord material partially wrapped with silver metal wiring. The entire specimen weighs 38.8 grams. The ovary is 4.7 x 2.0 x 1.6 cm. The cut surfaces contain convoluted nodules. At one pole is a hemorrhagic cyst, 2.3 cm. Representative sections are submitted in five cassettes labeled al through a5. Part b is labeled left ovarian cyst wall. It consists of partially dried, pliable, semi-translucent piece of membranous tissue, 1.0 x 0.3 x 0.1 cm, totally submitted in one cassette labeled b. A CT scan and MRI has shown some fragments of metal in the pelvic area, which may be cause of inflammation. Cystoscopy: bladder looked perfectly normal and the ureteral orifices were in the proper place. She was found to have multiple fragments of essure coil via mris and/or CT scan. Concurrent conditions included retroverted uterus, discomfort in joints, tendinitis, thyrotoxicosis, hyperthyroidism, thyroid nodular, gastritis, skeletal pain, endometriosis, allergy to metals, abdominal adhesions, arthritis and intervertebral disc bulging. Concomitant products included ibuprofen for arthralgia as well as clonazepam (klonopin), oral contraceptive nos and salbutamol (albuterol). In 2007, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes,"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced abdominal pain upper ("stomach pain") and dysmenorrhoea ("unbearable cramps during period/dysmenorrhea (cramping),"). In november 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with sex/dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), palpitations ("palpations") and urticaria ("rashes or skin conditions type: hives") and was found to have full blood count abnormal ("blood or heart disorder/condition type: abnormal blood work,& abnormal cbc"). In december 2007, the patient experienced dizziness ("dizzy all the time/dizzy spells"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,") and myalgia ("muscles pain") and was found to have weight increased ("weight gain."). In january 2008, the patient experienced irritable bowel syndrome ("irritable bowel/gastrointestinal or digestive system condition type: irritable bowel,"). In 2008, the patient experienced alopecia ("hair was all falling out/hair loss"), fatigue ("fatigued/fatigue"), depression ("depression"), anxiety ("severe anxiety"), eye disorder ("vision/eye problems type: floaters & white matter") and vitreous floaters ("vision/eye problems type: floaters & white matter"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced artificial menopause ("hormonal changes describe: surgical menopause"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), post ablation tubal sterilisation syndrome (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), adhesion (seriousness criterion medically significant), asthenia ("no energy"), insomnia ("insomnia"), hypoaesthesia ("arms and legs went numb"), vitamin d deficiency ("vit d def"), breast tenderness ("breast tenderness"), chest pain ("chest pain"), dyspepsia ("heartburn"), urinary incontinence ("loss of bladder control"), loss of libido ("no sex drive"), cyst ("cysts all over body"), feeling abnormal ("foggy"), complication of device removal ("pieces were seen in the abdomen"), inflammation ("1st surgery my inflammation when down then came back") and malaise ("always sick") and experienced tachycardia ("hr getting out of bed was 178/severe tachycardia all day"), menstrual disorder ("clots that looked like she was having a miscarriage"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, amnesia ("memory loss"), paraesthesia ("brain shock (felt like someone was putting electricity into her brain)") and ovarian cyst ("cyst on left ovary"). The patient was treated with hormones, rizatriptan benzoate (maxalt), vitamin b complex (vitamin b), , surgery (laparoscopic excision of endometriosis, lysis of adhesion, ablation-(B)(6) 2011, laparotomy (B)(6) 2014: rt oophorectomy/removal of cervical stump and removal of metal fragments and partial hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2013), cream and meds, got crown and still need deep scale cleaning and . Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device breakage, menorrhagia, post ablation tubal sterilisation syndrome, endometriosis, adhesion, abdominal pain upper, alopecia, dizziness, fatigue, asthenia, insomnia, hypoaesthesia, vitamin d deficiency, breast tenderness, chest pain, dyspareunia, dysmenorrhoea, irritable bowel syndrome, dyspepsia, urinary incontinence, loss of libido, cyst, feeling abnormal, complication of device removal, dermatitis allergic, full blood count abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, depression, artificial menopause, headache, nausea, urticaria, anxiety, weight increased, myalgia and malaise outcome was unknown, the tachycardia, menstrual disorder, fibromyalgia, amnesia, paraesthesia and ovarian cyst outcome was unknown, the vaginal haemorrhage and palpitations had resolved, the inflammation and tooth disorder had not resolved and the migraine, eye disorder and vitreous floaters was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain upper, adhesion, alopecia, amnesia, anxiety, artificial menopause, asthenia, bladder disorder, breast tenderness, chest pain, complication of device removal, cyst, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, endometriosis, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, full blood count abnormal, headache, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, loss of libido, malaise, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, paraesthesia, post ablation tubal sterilisation syndrome, tachycardia, tooth disorder, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency, vitreous floaters and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously and it was mentioned as vaginal bleeding and headaches worsened, headaches from once a month to 2 times a week. Joint pain worsened. 14-nov-2007, findings: five coils on the right and five coils on the left placed without incident. The patient tolerated the procedure well. Oct-2007 she was told the right coil was a little difficult. Discrepancy noted insertion date between two pfs (B)(6) 2007 endometriosis was thought to be found however pathology said no endometriosis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "embedded device, pelvic pain, fibromyalgia, device breakage, palpitations, inflammation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Medical history and concomitant drug were added. Event: endometriosis and adhesions were added. Outcome of the event palpitation, migraines, vision/eye problems were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils were trailing into the uterus and embedded into the tubes"), device breakage ("pieces were seen in the abdomen/removal multiple fragments of metal with loa"), post ablation tubal sterilisation syndrome ("post traumatic ligation syndrome/post-tubal ligation syndrome") and menorrhagia ("abnormal bleeding (vaginal/menorrhagia),") in a 40-year-old female patient who had essure (batch no. 624481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "was told the right was a little difficult", device malfunction "the coils had never been twisted and never opened up" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included menstrual migraine, grand multiparity, thermal ablation on (B)(6) 2011, uterine dilation and curettage on (B)(6) 2011 and smoker. Concurrent conditions included retroverted uterus, discomfort in joints, tendinitis, thyrotoxicosis, hyperthyroidism, thyroid nodular, gastritis, skeletal pain, endometriosis, allergy to metals, abdominal adhesions and arthritis. Concomitant products included ibuprofen for arthralgia as well as clonazepam (klonopin) and salbutamol (albuterol). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dizziness ("dizzy all the time/dizzy spells"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia),"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), nausea ("nausea,"), urticaria ("rashes or skin conditions type: hives") and myalgia ("muscles pain") and was found to have weight increased ("weight gain."). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced abdominal pain upper ("stomach pain") and dysmenorrhoea ("unbearable cramps during period/dysmenorrhea (cramping),"). In (B)(6) 2007, the patient experienced dyspareunia ("pain with sex/dyspareunia (painful sexual intercourse),") and palpitations ("palpations ") and was found to have full blood count abnormal ("blood or heart disorder/condition type: abnormal blood work,& abnormal cbc"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2008, the patient experienced alopecia ("hair was all falling out/hair loss"), fatigue ("fatigued/fatigue"), eye disorder ("vision/eye problems type: floaters & white matter") and vitreous floaters ("vision/eye problems type: floaters & white matter"). In 2009, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced artificial menopause ("hormonal changes describe: surgical menopause"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), post ablation tubal sterilisation syndrome (seriousness criterion medically significant), asthenia ("no energy"), insomnia ("insomnia"), hypoaesthesia ("arms and legs went numb"), vitamin d deficiency ("vit d def"), breast tenderness ("breast tenderness"), chest pain ("chest pain"), irritable bowel syndrome ("irritable bowel/gastrointestinal or digestive system condition type: irritable bowel,"), dyspepsia ("heartburn"), urinary incontinence ("loss of bladder control"), loss of libido ("no sex drive"), feeling abnormal ("foggy"), complication of device removal ("pieces were seen in the abdomen"), inflammation ("1st surgery my inflammation when down then came back"), depression ("depression"), anxiety ("severe anxiety") and malaise ("always sick") and experienced tachycardia ("hr getting out of bed was 178/severe tachycardia all day"), menstrual disorder ("clots that looked like she was having a miscarriage"), fibromyalgia ("fibromyalgia") with arthralgia and back pain, cyst ("cysts all over body"), amnesia ("memory loss"), paraesthesia ("brain shock (felt like someone was putting electricity into her brain)") and ovarian cyst ("cyst on left ovary"). The patient was treated with citalopram hydrobromide (celexa), hormones nos, rizatriptan benzoate (maxalt), vitamin b complex (vitamin b), surgery (ablation, laparotomy (B)(6) 2014: rt oophorectomy/removal of cervical stump and removal of metal fragments and partial hysterectomy, bilateral salpingectomy and left oophorectomy on (B)(6) 2013), cream and meds, got crown and still need deep scale cleaning and . Essure was removed on (B)(6) 2014 . At the time of the report, the embedded device, device breakage, post ablation tubal sterilisation syndrome, menorrhagia, abdominal pain upper, alopecia, dizziness, fatigue, asthenia, insomnia, hypoaesthesia, vitamin d deficiency, breast tenderness, chest pain, dyspareunia, dysmenorrhoea, irritable bowel syndrome, dyspepsia, urinary incontinence, loss of libido, feeling abnormal, complication of device removal, dermatitis allergic, full blood count abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, palpitations, depression, artificial menopause, migraine, headache, nausea, urticaria, anxiety, weight increased, eye disorder, vitreous floaters, myalgia and malaise outcome was unknown, the tachycardia, menstrual disorder, fibromyalgia, cyst, amnesia, paraesthesia and ovarian cyst outcome was unknown, the vaginal haemorrhage had resolved and the inflammation and tooth disorder had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain upper, alopecia, amnesia, anxiety, artificial menopause, asthenia, bladder disorder, breast tenderness, chest pain, complication of device removal, cyst, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, full blood count abnormal, headache, hypoaesthesia, inflammation, insomnia, irritable bowel syndrome, loss of libido, malaise, menorrhagia, menstrual disorder, migraine, myalgia, nausea, ovarian cyst, palpitations, paraesthesia, post ablation tubal sterilisation syndrome, tachycardia, tooth disorder, urinary incontinence, urinary tract disorder, urticaria, vaginal haemorrhage, vitamin d deficiency, vitreous floaters and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously and it was mentioned as vaginal bleeding and headaches worsened, headaches from once a month to 2 times a week. Joint pain worsened. (B)(6) 2007, findings: five coils on the right and five coils on the left placed without incident. The patient tolerated the procedure well. (B)(6) 2007 she was told the right coil was a little difficult. Discrepancy noted insertion date between two pfs ((B)(6) 2007, (B)(6) 2007) endometriosis was thought to be found however pathology said no endometriosis. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as "embedded device, pelvic pain, fibromyalgia, device breakage, palpitations, inflammation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 19-feb-2014 who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain/stabbing pelvic pain, stomach pain, hair was all falling out, joint pain, back pain, dizzy all the time, fatigued, no energy, insomnia, arms and legs went numb, vit d def, breast tenderness, chest pain, hr getting out of bed was 178/severe tachycardia all day, pain with sex, unbearable cramps during period, clots that looked like she was having a miscarriage, irritable bowel, fibromyalgia, heartburn, loss of bladder control, no sex drive, cysts all over body, foggy , memory loss, brain shock, post traumatic ligation syndrome, cyst on left ovary, coils were trailing into the uterus / the coils were embedded into the tubes, the coils had never been twisted and never opened up, and at some time between insertion and hysterectomy she had an endometrial ablation. Additional information received on the same day. The consumer medical history included retroverted uterus. No information given on her history, past drugs or concurrent conditions and concomitant. In 2007 the consumer had essure (fallopian tube occlusion insert) inserted for contraception. Almost immediately after insertion, she had severe pelvic pain, stomach pain, looked like she was pregnant, stabbing pelvic pain, hair was all falling out, joint pain, back pain, dizzy all the time, fatigued, no energy, insomnia, arms and legs went numb, vitamin d deficiency, breast tenderness, chest pain, heart rate getting out of bed was 178, severe tachycardia all day, was placed on blood pressure medication to control heart rate, which dropped her blood pressure too low, pain with sex, unbearable cramps during period, clots that looked like she was having a miscarriage, irritable bowel, fibromyalgia, heartburn, loss of bladder control, no sex drive, cysts all over body, foggy, memory loss, brain shock (felt like someone was putting electricity into her brain). In (B)(6) 2013 had an ultrasound performed and the physician told her she had post traumatic ligation syndrome and coils were trailing into the uterus and had a cyst on left ovary. She had a hysterectomy shortly after. The coils were embedded into the tubes. After discharge she went to path and was given the coils. She said the coils had never been twisted and never opened up. She also said she had a retroverted uterus and the essure should not have been placed. At some time between insertion and hysterectomy she had an endometrial ablation. Reporter causality: the relationship between all the adverse events and essure was related. Follow-up received on 03-mar-2014: this adverse event report is related to a product technical complaint (ptc). (B)(4). - final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. - medical assessment: the events reported are not necessarily indicative of a quality defect. This case also refers to possible dislocation and usability issue. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow-up received on 11-mar-2014 follow-up attempts were done without success. Case closed. On 29-mar-2016, additional information was imported from duplicated case ((B)(4)): the patient had a post-tubal ligation syndrome. The reporting physician was the one who did a supracervical hysterectomy with a morcellator. He was unsure if the morcellator caused the essure device to break. The pieces were seen in the abdomen by another physician (unsure of exact imaging modality). The pieces were removed by another surgeon (unsure what the pieces were). The patient was now claiming that her pain has improved. The physician was unsure if the pieces were responsible for the patient's pain; and he was asking if the morcellator could have caused the device or pet fibers to break and cause the patient pain. The physician mentioned he may be getting sued by this patient. Follow-up attempts were later performed with the physician, with no response to date. Company causality comment: this case report refers to a female consumer who had a post tubal ligation syndrome after essure insertion. Additionally, she stated the coils were embedded into her tubes. She was submitted to a hysterectomy with a morcellator. Later, pieces of essure were found and removed from her abdomen. The reporter was unsure if the morcellator caused essure to break. These events are listed in the reference safety information for essure. Performing endometrial ablation following placement of essure may increase the risk of post-ablation tubal sterilization syndrome. In this particular case, consumer was diagnosed with post tubal ligation syndrome (she also had an ablation after essure insertion morcellation encompasses a variety of surgical techniques, some used in concert with specific devices, to fragment tissue specimens facilitating their removal. If uterine morcellation is performed, dissemination of uterine fragments throughout the intraperitoneal cavity may occur. If essure removal is required, it is recommended to perform a salpingectomy or salpingotomy with cornual resection (if required) by a transabdominal approach. In this case, it seems patient had the essure device into the tubes at the time of the morcellation; thus it is possible that the reported device breakage was a consequence of the surgical technique applied for the hysterectomy. Nevertheless, since no details about the exact procedure for essure removal were provided (unclear if the morcellator was applied directly to the fallopian tubes/essure) causality with the suspect insert cannot be excluded. This case was considered an incident, since surgical interventions were required. Based on the information available, there is no reason to suspect a quality defect. Despite follow up attempts, no further information was obtained

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain/stabbing pelvic pain, stomach pain, hair was all falling out, joint pain, back pain, dizzy all the time, fatigued, no energy, insomnia, arms and legs went numb, vit d def, breast tenderness, chest pain, hr getting out of bed was 178/severe tachycardia all day, pain with sex, unbearable cramps during period, clots that looked like she was having a miscarriage, irritable bowel, fibromyalgia, heartburn, loss of bladder control, no sex drive, cysts all over body, foggy , memory loss, brain shock, post traumatic ligation syndrome, cyst on left ovary, coils were trailing into the uterus / the coils were embedded into the tubes, the coils had never been twisted and never opened up, and at some time between insertion and hysterectomy she had an endometrial ablation. Additional information received on the same day. The consumer medical history included retroverted uterus. No information given on her history, past drugs or concurrent conditions and concomitant. In 2007 the consumer had essure (fallopian tube occlusion insert) inserted for contraception. Almost immediately after insertion, she had severe pelvic pain, stomach pain, looked like she was pregnant, stabbing pelvic pain, hair was all falling out, joint pain, back pain, dizzy all the time, fatigued, no energy, insomnia, arms and legs went numb, vitamin d deficiency, breast tenderness, chest pain, heart rate getting out of bed was 178, severe tachycardia all day, was placed on blood pressure medication to control heart rate, which dropped her blood pressure too low, pain with sex, unbearable cramps during period, clots that looked like she was having a miscarriage, irritable bowel, fibromyalgia, heartburn, loss of bladder control, no sex drive, cysts all over body, foggy, memory loss, brain shock (felt like someone was putting electricity into her brain). In (B)(6) 2013 had an ultrasound performed and the physician told her she had post traumatic ligation syndrome and coils were trailing into the uterus and had a cyst on left ovary. She had a hysterectomy shortly after. The coils were embedded into the tubes. After discharge she went to path and was given the coils. She said the coils had never been twisted and never opened up. She also said she had a retroverted uterus and the essure should not have been placed. At some time between insertion and hysterectomy she had an endometrial ablation. Reporter causality: the relationship between all the adverse events and essure was related. Follow-up received on 03-mar-2014: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). - final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. - medical assessment: the events reported are not necessarily indicative of a quality defect. This case also refers to possible dislocation and usability issue. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow-up received on 11-mar-2014: follow-up attempts were done without success. Case closed. On 29-mar-2016, additional information was imported from duplicated case (bayer reference number: (B)(4)): the patient had a post-tubal ligation syndrome. The reporting physician was the one who did a supracervical hysterectomy with a morcellator. He was unsure if the morcellator caused the essure device to break. The pieces were seen in the abdomen by another physician (unsure of exact imaging modality). The pieces were removed by another surgeon (unsure what the pieces were). The patient was now claiming that her pain has improved. The physician was unsure if the pieces were responsible for the patient's pain; and he was asking if the morcellator could have caused the device or pet fibers to break and cause the patient pain. The physician mentioned he may be getting sued by this patient. Follow-up attempts were later performed with the physician, with no response to date. Company causality comment: this case report refers to a female consumer who had a post tubal ligation syndrome after essure insertion. Additionally, she stated the coils were embedded into her tubes. She was submitted to a hysterectomy with a morcellator. Later, pieces of essure were found and removed from her abdomen. The reporter was unsure if the morcellator caused essure to break. These events are listed in the reference safety information for essure. Performing endometrial ablation following placement of essure may increase the risk of post-ablation tubal sterilization syndrome. In this particular case, consumer was diagnosed with post tubal ligation syndrome (she also had an ablation after essure insertion and stated essure was embedded in her tubes). She was then submitted to a hysterectomy with a morcellator. The term morcellation encompasses a variety of surgical techniques, some used in concert with specific devices, to fragment tissue specimens facilitating their removal. If uterine morcellation is performed, dissemination of uterine fragments throughout the intraperitoneal cavity may occur. If essure removal is required, it is recommended to perform a salpingectomy or salpingotomy with cornual resection (if required) by a transabdominal approach. In this case, it seems patient had the essure device into the tubes at the time of the morcellation; thus it is possible that the reported device breakage was a consequence of the surgical technique applied for the hysterectomy. Nevertheless, since no details about the exact procedure for essure removal were provided (unclear if the morcellator was applied directly to the fallopian tubes/essure) causality with the suspect insert cannot be excluded. This case was considered an incident, since surgical interventions were required. Based on the information available, there is no reason to suspect a quality defect. Despite follow up attempts, no further information was obtained.